Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that on (B)(6) 2018 a novasure endometrial ablation was performed, the physician stated "office novasure went well with minimal discomfort." The patient went to the emergency room the next day with pain. A CT scan was normal and her examination was unremarkable. She was discharged home, but was admitted within 24 hours for a positive blood culture with worsening pain and clinical signs of sepsis. A laparoscopy was performed on (B)(6) 2018, which the abdomen appeared normal with no signs of perforation or thermal injury on the uterine surface. A hysterectomy was performed and on inspection of the bowel, erythema was noted. No perforation or thermal changes. After removal of the bowel, the pathologist's preliminary report was changes associated with a thromboembolic event. Patient did well post-operatively, but was readmitted to the hospital a week later with sepsis and required intensive care. She recovered and is doing better. No additional information was received.